Event description:
Inratio value compared to a lab reference system. On (B)(6) inratio inr= 1.4. Pt self tester had chest pains and went to the ER. Lab inr= 11. Pt was admitted to the hospital that same day and underwent heart surgery as the elevated inr had led to a leaking valve. Pt was discharged on (B)(6) 2013. Pt confirmed over the phone that she is stable. Time between testing was within three hours. Pt's therapeutic range 2.5 - 3.5.